Event description:
It was reported that the pt experienced intermittent lock between the external equipment and the cochlear implant followed by no sound perception. The pt was seen at the center for eval. External equipment was exchanged and programming adjustments were made. However, the report problem was not resolved. In 2006, the pt was seen by a co rep for device evaluation. Testing performed confirmed that the device was not functioning. Surgery to explant the pt's device is to be scheduled.